Event description:
The customer reported that during reprocessing the insufflator exhibited a decrease in pressure. There was no patient involvement.

Manufacturer narrative:
The reporter¿s occupation and health profession are unknown at this time. The insufflator was returned to the reginal repair center for evaluation. The customer¿s report of a ¿ pressure decrease¿ could not be reproduced during evaluation. The insufflator was returned to the customer unrepaired. The cause of the reported event cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, no problem was found and a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.